Event description:
During the endoscopic vein harvesting for a coronary artery bypass the surgical technician was assembling the scope prior to the case and the scope would not go down the dissector. A second kit was opened and the scope went down the shaft. The dissector was from an ftv03. There was no consequence to the pt. Clinical follow up: 1/27/97 1050 left msg. And 800# for contact person to call back. 1/29/97 nncl sent.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the instrument was conforming and within design specifications. The instrument was received in good physical condition and was examined and was found to be functional and within design specifcations. Each instrument is evaluated during the assebmly process to ensure that it functions properly. The diameter of the shaft has been modified to accomodate the new olympus 5.4 mm scope. Co strives to understand each incident as it occurs in order to continuously improve co's products.